Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd sets with cassette had "air leakage" reported. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. One cassette met all visual and functional criteria. One cassette was found to be visibly warped, and resulted in alarms when tested on a homechoice device, but there was no evidence of a leak. This cassette did not meet specifications due to this defect. There was no evidence of a leak on either sample. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.